Manufacturer narrative:
Implant regio 14 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability fracture was caused by mechanical overloading of the implant after 16 years in situ.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.